Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/24/2024, it was reported by a sales representative via (B)(4) that an ar-9597-10 angled reamer sleeve and an ar-9676 angled reamer, drive shaft were difficult to take apart from one another when the augment tray was being put up after surgery and seems the inner shaft has scuff marks not to rotate properly. No adverse event or added time to the case. This was discovered after use, with no reported patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9597-10, batch 37622247 was received for investigation. The reamer was received with the mating part ar-9676 batch 022338 inside, however the device was not stuck. Scratch lines were also noted on the collar of the ar-9597-10. When the device undergoes functional testing within the ar-9676 batch 022338, it experiences resistance and friction. The observed condition is most likely the result of overheating during use caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.